Event description:
Foot left siderail would not latch. There were no inuries in this event.

Manufacturer narrative:
Upon complaint review, it was determined that is a reportable event for siderail not latching. Center arm assembly was cleaned and lubricated which resolved the problem.